Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 402mg/dl and cannot get the pump and the sensor to calibrate. The customer was advised how to calibrate. Customer had no symptoms and indicated that their blood glucose value was 381 mg/dl at the time of the call. Troubleshooting was declined by the customer and indicated that they called earlier to troubleshoot their high blood glucose. No further assistance was necessary.